Event description:
Approximately five months post-procedure, the patient had a duodenal gastrointestinal bleed. The report is from the (B)(4) study. The patient was a (B)(6) male with a history of angina, CABG (1994), family history of coronary artery disease, hyperlipidemia, renal insufficiency, dyslipidemia, gerd, and penicillin allergy. The 1st target lesion was the proximal rca. Vessel diameter was 3.5mm and the lesion length was 20mm. The lesion was de novo, heavily calcified and extremely tortuous. Pre-procedure stenosis was 100%. It was possible that there was thrombosis present prior to pci. A cxs08350 was deployed at 16atm. Another cxs0830 was deployed in the lesion at 18atm, distal and separate from the initial stent. The mid rca was also treated because the percent stenosis was greater than originally expected. Vessel diameter was 3.5mm and lesion length was 5mm. The lesion was de novo, heavily calcified, and extremely tortuous. Pre-procedure stenosis was 70%. A cxs08350 was deployed at 14atm. Post-procedure stenosis was 0%. Approximately five months post-procedure, the patient had a duodenal gastrointestinal bleed which was treated with blood transfusion. The event was unrelated to the cypher stent and index procedure by the reporter. Addendum received (B)(4) 2011: the patient had unstable angina and underwent a ptca of the svg to the r-pda on (B)(6) 2011. The lesion was treated with a drug eluting stent. The event was noted as unrelated to the cypher stents and the index procedure. Addendum received 6/6/2011: per adjudication notes, the patient experienced an mi the day of the procedure, per cardiac enzymes. Also, the day following the procedure the patient suffered from mild acute renal insufficiency and patient was discharged on (B)(6) 2010 on dual antiplatelet therapy.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient underwent coronary artery stent implantation and suffered an mi. This is a (B)(6) male with medical history including renal insufficiency, gerd, CABG 1994, hypertension and dyslipidemia. The patient presented with unstable angina and acute coronary syndrome 13 hours prior to the index procedure. Angiography revealed 100% stenosis of the rca. Timi flow 0 with thrombosis at the site. Two cypher stents were implanted without report of difficulties. The first stent was placed at the 100% stenotic lesion in the proximal rca and the second stent was placed distally and separately from the first stent in the mid rca. Timi flow of 3 was noted post stent implantation; however, it was noted that complete removal of the thrombus had not been achieved. Post procedure, the cardiac enzymes had an elevation as well as recent/acute anterolateral/apical t wave inversions noted on the 12 lead ECG. The post procedure was noted to be complicated by mild acute renal insufficiency that was captured as a non-complaint. The patient was discharged two days post index procedure on dual antiplatelet therapy. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status (specifically the thrombus present); vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
This is one of three products involved with the reported event. The associated manufacturer report numbers are 003742446-2011-00352 and 3003742446-2011-00353. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Correction: additional information received from the site indicated that the patient had only two cypher stents implanted (a 3.5x28 mm stent in the prca and a 3.5x8 mm cypher stent in the mrca) at the time of index procedure on (B)(6) 2010. Moreover, the indication for the index admission was acute myocardial infarction as per the cath report. This new information has been updated in the safety database and corrected accordingly. Please note that previously reported event of mi ((B)(6) 2010) has been deleted from the safety database. Also note that this product device with lot# 15077639 and catalog# cxs08350 has been voided since this product device was never delivered in the patient's heart.